Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2020-04130. It was reported that the patient was admitted on (B)(6) 2020 due to driveline infection. The patient was incompliant and in reduced physical condition. IV (intravenous) antibiotic treatment was started. The clinician then observed low voltage advisories during investigation and noted twists in both power cables and the modular cable. Log files were downloaded and analysis showed abnormal resistance in lines a and b. The modular cable and system controller were exchanged.